Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device, resecting the malformed staple line, and completed the procedure. The hospital has reported the pt's condition as satisfactory.

Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.